Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable defibrillation right ventricular (rv) lead exhibited high out-of-range shock impedance measurements greater than 125 ohms and delivered inappropriate anti-tachycardia pacing (atp). It was also reported that there was loss of capture (loc) with pacing inhibition and asystole for less than two seconds. It was determined that the rv lead had fractured. The rv lead was explanted, and no additional adverse patient effects were reported.